Event description:
Event not associated with above medications. This is not a medication error event. Covid 19, ards, unstable respiratory status. Problem: ventilator volume settings were noted to be lower than expected. Patient noted to have decreased oxygen saturations, unable to maintain volume and o2 saturation. Patient removed from vent and required manual oxygenation which was successful then placed back on vent. Then patient noted to have decreased oxygen saturations again, unable to maintain volume and o2 saturation. Patient removed from vent and manually oxygenated which was successful then placed back on replacement ventilator. Continued use of all accessories from first vent. Then patient noted to have decreased oxygen saturations again, unable to maintain volume and o2 saturation. Patient removed from vent and manually oxygenated which was successful then placed back on replacement ventilator. All accessories changed to new. At this time, the respiratory therapist checked the volumes of removed vent using a manual spirometer to confirm the volume delivered was similar to the volume delivered to the volume exhaled which was in acceptable range. Ventilator taken out of service and sent to biomed to be evaluated. Biomed findings: received unit in biomed verified reading on ventilator display showing 500ml of vti but on vte only reading 325ml indicating a loss of volume. Observed crack in valve body. Also, noticed lint buildup on o rings on flow valve connection. Used spare valve body, cleaned flow valve inlet o ring, volume returned to being in spec at 485 ml vte. Noted that broken accessory and lint buildup was observed to being a contributing factor to low volume. Unit was isolated for vendor to come in and do final inspection of unit including alarm functionality. Vyaire vela manufacturer completing service on ventilator, service # (B)(4). FDA safety report ID# (B)(4).